Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a hole when they open the box. Customer stated it was failure out of box. There was no patient involvement.